Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that a microscopic examination of the package revealed a small piece of fiber within the sealed area. The exact cause of how this fiber was introduced to the sealed are could not be verified. However, it is likely that during the packaging/sealing process a loose fiber was trapped in the sealed area. This is the first complaint of this type for this product code and lot number; therefore, it is considered to be an isolated incident. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that we audited our processes and procedures and were not able to determine where the blue color thread entered into our system. However, in our audits we did find one area for improvement. The two conductor cable is a purchased component. We implemented a packaging change with our cable extruder. Each individual cable reel must be vacuum sealed. The reels previously were received two reels per carton with a standard poly bag. The reels will be air cleaned using filter air prior to being sealed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Foreign matter (fiber fragment) was found in the package before use. There were no adverse consequences to the patient.